Event description:
The reporter stated that the patient was hospitalized on (B)(6) 2011 for a blood glucose (bg) of 1000mg/dl with diabetic ketoacidosis and ketones. The patient was reportedly in the hospital until (B)(6) 2011. The reporter stated that she was unable to provide any details regarding the incident. The pump is being returned for troubleshooting and a replacement pump was sent to the patient. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the "ezprime" operation was performed with no issues noted. The units remaining were correctly calculated and recorded in pump's history. There were no alarms noted related to the complaint in the alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. There were no delivery issues found during the investigation. A review of the black box revealed one time/date reset after the pump was re-booted within a 24 hour time period; all other resets were found to be greater than a 24 hour time period causing the total daily dose to be inaccurate. Unrelated to the complaint, the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Also unrelated to the complaint, a scratched display screen was found, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.